Manufacturer narrative:
Samples received: 33 units of suture premilene 4/0 (1,5) 75cm 2xhr17) are received, in open package. Preliminary analysis: · inventory review: we proceed to review the available units of this product code and lot number, and it is verified that to date there are no units in stock. · quantity produced / imported: of this product code and lot number, (B)(4) units were manufactured in total. · background: the analyzes performed for batch release, both for the resistance to the assembly, met the requirements of the usp and the requirements of b. Braun for this caliber of the suture. Results resistance to arming: average: 1.23 kgf, maximum:1.34 kgf, minimum: 1.02 kgf (usp requirement: 0.45 kgf). Analysis of sample (s): the samples received were taken 5 units to perform resistance test to the assembly: test result: average: 1.25 kgf, maximum: 1.33 kgf, minimum: 1.10 kgf (usp requirement: 0.45 kgf). Final conclusion: based on the analysis performed on the samples received the claim is determined as unconfirmed, because the analyzes complied with the usp and the requirements of b. Braun for this suture. Actions on the distributed product of this reference / batch: based on the conclusion derived from the research, it is not necessary to perform actions on the distributed product. Actiones: there is no need to establish corrective or preventive actions. However, this complaint is recorded for trend analysis to assess whether actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, (B)(4) materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During a general surgical procedure the needle suture detached.